Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the returned ceramic head shows etch around the rim face of the taper hole. Taper hole, outer spherical surface, and rim face show scratches and wear from use and explant. Yellow staining is noted around the taper hole opening. No other damage was noted. Dimensional analysis was performed for spherical diameter and overall, height and were found to be conforming to print specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The patient underwent and initial right tha due to osteoarthritis. Subsequently, was revised due to recurrent dislocations. During the revision the femoral stem and acetabular cup were found to be well ingrown and well positioned. The head and liner were revised without complications. Based on the available information, the reported event can be confirmed but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. 36mm i.d. Size f neutral liner item# 30103606 lot# 66784231. Unknown stem item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, the patient was revised, approximately 2 months later, due to recurrent dislocations. During the revision the femoral stem and acetabular cup were found to be well ingrown and well positioned. The head and liner were revised without complications. Diligence is completed and no further information on the reported event has been provided.